Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv pace impedance steady at 650 ohms through march 2015, then begins to decrease and vary with measurements that drops out of range (less then 200 ohms) starting (B)(4) 2015. There were 459 ventricular-sics since last session 4 days ago; 10 non-sustained tachycardia episodes with v-v intervals less than 220 ms between (B)(4) 2016. Apparent non-physiological noise oversensing was seen on electrograms for ventricular tachycardia non-sustained episodes.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited low impedance with a downward trend, a high sensing integrity counter (sic), noise, and insulation problems were suspected. The rv lead also had high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.